Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level 2.5 mmol/l which was treated by food. Customer stated that they had 4 sensors who missed to give low blood glucose level event and sensor gave high value compared to blood glucose level. Device will not returned for analysis.